Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis confirmed and replicated the reported failure of insertion axis blocked. Upon visual inspection, the ground strap cable in the rolling loop assembly was broken and prevented the carriage from moving along the insertion axis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that the universal surgical manipulator (usm) 3 insertion axis did not move freely and there was a loose metal belt inside. The fse reproduced the issue and replaced usm3 to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint and is performing failure analysis. A supplemental MDR will be submitted if any additional information is received. The complaint regarding insertion force issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a defective usm. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 3 insertion axis would not move and error 22023 was observed. The system was restarted with no success. A loose metallic part was also observed on the link. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the fse noted that the customer didn¿t complain any function problem upon powering on the system. The system initially powered on without errors. The customer did not use the affected usm for the procedure. No patient information is available. The surgery was completed successfully.